Event description:
It was reported that a malfunction code appeared on the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in successfully resetting it. The malfunction code did not recur, and the customer was advised to contact support if it appeared again. The customer understood these instructions and continued using the pump.